Event description:
A customer in (B)(6) notified biomérieux of a false negative result in association with one bottle bact/alert® fa plus (plastic) (ref. 410851, batch number 0004100216, expiration date 16-apr-2022) with patient cerebrospinal fluid sample. The customer reported they tested a cerebrospinal fluid (csf) sample from 51 year-old patient (with dizziness symptoms, treated with antidepressants, not treated with antibiotics) in one fa plus bottle. The customer stated that after five (5) days of incubation, the bact/alert 3d gave a negative result. However, the bottle sensor was yellow, and the data curve showed as a positive bottle. The subculture result was positive and identified as cryptococcus neoformans. It was reported that there were no false/incorrect results released and the physician does not claim any harm. It was also confirmed that the smear was a direct smear of the cerebrospinal fluid (csf) and that 1ml of csf sample was added to the bottle without any supplementation (such as sterile defibrinated horse blood) and the bottle sensor was checked before inoculation and it was normal in color. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation into this report.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in china that they obtained an instrument false negative result in association with one bottle bact/alert fa plus (plastic) (ref. (B)(4), batch number 0004100216, expiration date 16-apr-2022) with patient cerebrospinal fluid sample. Investigation the customer stated the false negative occurred in one bottle with a cerebrospinal fluid (csf) sample loaded onto the bact/alert® 3d instrument (version b.50, serial number b)(6), ). The customer unloaded the bottle (bottle ID: b)(6), ) after 5.74 days of incubation with negative to date result. A direct wet prep of the sample showed many yeasts present in the sample, and the subculture of the bottle grew the yeast identified as cryptococcus neoformans. The customer provided an instrument data backup, one bottle graph, photo of the bottle/les sensor view, photo of yeast smear, and the edit bottle detail screenshot of the bottle for the investigation. The bottle¿s sensor was yellow, and the bottle¿s growth curve looked to be positive. The bottle was configured to have an incubation protocol with a maximum test time (mtt) of 7 days. No impact to the patient was alleged by the physician. Customer data: global customer service (gcs) and biomath reviewed the extracted data from the backup. Gcs was able to review the bottle history, extract the bottle readings, and confirm there were no instrument and operator error faults that might contribute to the false negative culture bottle results. Examination of the customer¿s bact/alert 3d b.50 data backups showed that the negative to date bottle graph had initial reflectance starting around b)(4) for bottle ID b)(4) . Confirming the instrument¿s results, the extracted data also showed the bottle history to be abnormal because the user unloaded the bottle early after 5.74 days of incubation with negative to date result. The bact/alert 3d is using the correct algorithm for the bact/alert bottle type: b)(4) = fa plus. The system¿s algorithms are looking for the organism¿s log phase growth curve. Complaint analysis and device history record review: queries of the manufacturing data, and the complaint data did not reveal evidence that this is a systemic quality control problem. The investigator also reviewed the batch record for the customer¿s lot and confirmed it met release specifications. Labeling review: the investigator reviewed the bact/alert® fa plus (part number 410851) instructions for use (document 043784- 03 - 2020-02) and bact/alert user manual b.50 (document number 514818_1en1), and concluded they provide adequate guidance to the user. No revisions are needed. The following excerpts are pertinent to this investigation. The customer should follow the IFU and the user manual, both provide the following guidance: bact/alert® fa plus culture bottle IFU states: ¿ limitations of the test: it is possible that certain rare, fastidious microorganisms will not grow or may grow slowly in the bact/alert® fa plus culture bottle growth medium. In addition, on rare occasions, organisms may be encountered that grow in the bact/ alert® fa plus culture bottle growth medium but do not produce sufficient carbon dioxide to be determined positive. If rare, fastidious organisms requiring specialized media and culture conditions are suspected, alternative methods or extended incubation time should be considered for recovery. ¿ results: positive or negative culture bottles are determined by decision-making software contained in the bact/alert microbial detection systems. No action is required until the bact/alert instrument signals culture bottles positive or negative. ¿ laboratory procedure: o 2. After culture bottles have been loaded into the instrument, incubate 5 days or until designated positive. O 4. Negative cultures may be checked by smear and/or subculture at some point prior to discarding as negative. Bact/alert fa plus® culture bottle IFU states: ¿ data table 18 in the performance characteristics section of the bact/alert sa® IFU displays data for analytical sensitivity: growth performance on bact/alert virtuo and on bact/alert 3d in bottles tested with blood for a variety of organisms including cryptococcus neoformans. Recovery of cryptococcus neoformans on either instrument was achieved at 100%. Durham research & development (r&d) shared the following data from the internal report ¿validation growth performance report rev_3 10sep15 final¿. This report contains data for the bact/alert® fa plus bottle loaded on the bact/alert® 3d instrument with various organisms. A single strain of cryptococcus neoformans, 2517, was tested on 18 bact/alert® fa plus bottles with 100% recovery. Each bottle was inoculated with 156 cfu/bottle, and various amounts of blood. All bottles were positive, with the time to detection ranging from about 50 to 80 hours. It is consistent behavior with the new media version, during the new media version (nmv) verification, two (2) strains of c. Neoformans were tested in the absence of blood (worst case for sterile body fluids). There was 100% recovery with an average time to detection (ttd) of approximately 60-70 hours. C. Neoformans was also recovered in the presence of blood. Bact/alert 3d user manual states: ¿ caution: unloading and manipulating the bottles when not indicated by the system may interfere with critical bottle readings. Conclusion the investigation did not find that the bact/alert® 3d instrument nor bact/alert® fa plus culture bottle were the root cause for the complaint issue. There was no evidence the bottle or instrument malfunctioned. The customer must follow the bottle IFU. Blood culture bottle results can vary with timing of collection, sample volume, or presence of inhibitors (antimicrobials, wbcs). The customer followed best practices for microbiology cultures by inoculating the body fluid into the bottle and also setting up a routine culture onto agar plates. A direct gram stain is also recommended. In summary, there is no evidence of any bottle malfunction with the bact/alert® fa plus lot 0004100216 within production lot records. Monitoring and detection methods for growth performance are part of the manufacturing and quality control processes for bact/alert culture bottles.